Manufacturer narrative:
"Complaint summary: user reported error messages during upload of pump data. Investigation/testing summary: an attempt to reproduce the issue was not performed as the user's security and network configuration could not be replicated. Provided the helpline the following troubleshooting/resolution steps: run one of these exes as admin (if one does not work try the other, ftdi is more common) (B)(4). This will reinstall the blue adapter's driver once it's reinstalled, check device manager for ports > usb serial port if it's there then you should be able to upload now. If this does not work follow the steps below: request the user to connect the link device/blue adapter to a different usb port and wait 30 seconds for link device/blue adapter to be recognized. Advise the customer to select "try again"? After connecting to each available usb port on computer to determine if the link device is found. Use device manager to determine if the computer is detecting the usb link device/blue adapter. For blue adapter: if blue adapter is incorrectly being detected under "other devices"? As "cs3910a"? Right-click cs3910a and select "uninstall device"? "Uninstall device" dialog box will display check the "delete the driver software for this device"? Option and click "uninstall"? Button go to settings app > devices under "other devices"? Section, look for "cs3910a"? Remove "cs3910a"? If listed unplug blue adapter, restart computer after the restart, reinstall carelink uploader. If it is still undetected, if possible, try this on another computer and see if the same thing happens. If the problem follows the adapter, adapter should be replaced. Can the user attempt to disable their norton software and perform another upload? Often it is not that the security software stops uploader, but that uploader detects the intrusion by the security software and shuts itself down to avoid data breaches. From your description it sounds like the uploader is able to launch and begin the upload process, but some specific step in that process is getting caught or stopped by something causing the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10542712doc_y, version pch00104012. (Most likely) root cause: most likely due to misconfigured security exceptions within user's norton software. Analysis summary: we are proceeding to close this ticket as we have not received any response. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. This will allow us to address the matter promptly and efficiently. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the error during upload. Troubleshooting was performed and found that the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the carelink. The device will not be returned for analysis.